Event description:
Patient presented back to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician brought the patient into the or, tucked the stimulation lead deeper beneath the tissue, and closed.